Event description:
Pt transferred to facility on 9/5/97 s/p cardiac catheterization at another facility on 9/4/97. On 9/13/97 cat scan of pelvis showed guidewire fragment in rt femoral vein. Chest xray reported on 9/5/97 that guidewire fragment in region of pulmonary artery. Unsuccessful attempt to remove wire with pulmonary angiogram, 9/8/97 urokinase, tpa, heparin given. Greenfield vena cava filter inserted on 9/8/97.